Event description:
It was reported to covidien in 2008 that a customer had a problem with a uvc. The customer states staff placed umbilical vein catheter (uvc) into patient's umbilicus to obtain blood specimen. Large amount of air returned with scant amount of blood. Safety officer examined catheter and there was a small crack at distal part of the catheter where it joins with luer lock where it normally would have one continuous connection without the ability to separate. Catheter exchanged and procedure able to be performed.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.